Event description:
It was reported to philips that the screen for the device was damaged. The customer requested that the device be returned for bench repair. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.